Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the hand held computer adapter cable is bent and prevents interrogation. Good faith attempts to obtain the product for product analysis are being made, but have been unsuccessful to date.